Event description:
It was reported that within a month of implant, the patient complained of feeling pressure coming from the chest. Additionally, it was noted that the device had been reset three times since implant. The patient was seen by the physician, and the device was found to have a power on reset. The device was reprogrammed and the patient's medication was changed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.